Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 541 mg/dl, 283 mg/dl, 592 mg/dl, and 145 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). Customer returned an empty test drum; therefore only retention was tested.